Manufacturer narrative:
The prowler plus (0.021") microcatheter was returned. The dcb and connecting cable wer not returned. The coil was returned protruding from the distal tip of the microcatheter. The coil was separated from the dpu. The coil was buckled inside the distal tip of the mlcrocatheter. View of the coil buckling. The distal section of the dpu was bent at approximately 45 degrees. Lodged inside the suture at the proximal end of the coil is the detachment fiber. Note that both ends of the detachment fiber have been sheared off at a ninety degree angle. The detachment fiber was easily removed from the suture. This shows that the fiber did not receive heat, melt, and adhere to the suture. Only the last secondary loop was damaged. The remainder of the coil is undamaged. View of the ball tip. Ultrasonic testing and manual compression of the resistive heating coil section changed the static 0.0 ohm resistance reading to a floating m ohm resistance reading. The distal section of the microcatheter has been severely compressed. This was one reason the dpu was found to be lodged inside th prowler plus (0.0231") microcatheter. The resheathing tool was found to have been advanced over the proximal end of the green introducer.the distal tip of the dpu was found damaged. The coil was returned severely damaged. The most likely root cause of the coil¿s nondetachment was due to a fracture of the solder joint inside the resistive heating coil section of the device positioning unit (dpu). The circumstances of how and where this damaged occurred cannot be determined. It was found that an incompatible 18 series microcatheter was selected to be used with a 10 series microcoil system. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿the micrus microcoil 10 system is compatible with microcatheters with inner lumen diameters ranging from 0.014 to 0.017 in (0.356 to 0.432 mm).¿ the inner lumen of a prowler plus microcatheter is 0.021¿. It cannot be determined to what extent this microcatheter may have contributed to the complaint event. However; it was found that inside this microcatheter severe damage to the distal tip of the dpu and the proximal end of the coil did occur. Additionally; it should be noted that this microcatheter was also returned with severe compression at the distal tip preventing the movement of the dpu. Although not related to the complaint; it was found that the resheathing tool was advanced over the proximal end of the green introducer. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿return to the infusion microcatheter¿s rhv. Loosen the rhv and gently slide the introducer tip out from the rhv; over the dpu wire. Once a small section of the exposed dpu wire is visible; tightly grasp it with the thumb and forefinger of the same hand that is holding the rhv. Using the thumb and forefinger of your other hand; grasp the introducer tip; slowly slide it away from the rhv over the dpu wire. Continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool; leaving approximately 1 inch of the unsheathed introducer sheath still visible.¿ it is unknown how the inability to detach the coil may have been related to the prowler plus microcatheter however the compression within the microcatheter may have caused resistance during advancement and/or detachment. It is possible that the compression may be caused by vessel characteristics. Without the lot number a device history record review could not be performed on the prowler plus. However there is no evidence of a manufacturing defect. Therefore, no corrective actions will be taken at this time. This is report 2 of 2 related to (B)(4). This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The coil didn't detach. The microcatheter used (prowler plus) was not correct. The coil and microcatheter were withdrawn together. Failure analysis received the coil stuck in the microcatheter.